Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n163189004, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from two consumers, regarding a patient who was receiving dilaudid (hydromorphone; concentration and lot numbers were unknown) at "8 mg bolus a day, every 4 hours" and "another drug (details unknown)" via an implantable pump. Indications for use included non-malignant pain. Concomitant medications included a "morphine slow pill," as well as percocet and xanax; the patient was trying to wean off those medications. Patient history was not reported. On (B)(6) 2015, the patient was running out of medication and needed to refill the pump. On (B)(6) 2015 (reported as "last night," as of (B)(6) 2015), the patient's back started to hurt (also reported as "increased pain" and "in pain") and they felt side effects of withdrawal (also reported as symptoms of withdrawal, and "going through withdrawal"). The reported symptoms were sudden in onset, and no interventions were mentioned. On (B)(6) 2015, it was reported that the patient was "out of medication, and might end up in the hospital." The patient could not hear the pump beeping or alarming, but others could. It was reported that the patient was supposed to have been filled in (B)(6), but they had moved and were unable to find an hcp to take on their care. The patient was trying to get in to their managing healthcare provider (hcp), but might not be able to get in right away. The patient was redirected to their hcp, or to consult with the emergency room (ER) if medically appropriate. Additional information regarding the names, doses, concentrations, and lot number of the drugs in the pump was requested. Additionally, actions/interventions to resolve the pump alarm/missed refill, resolution of the pump alarm/missed refill, resolution of the withdrawal/pain, and medical history have been requested. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.